Event description:
It was reported while unloading a patient from the ambulance the hinge structure on the head of the stretcher allegedly broke and the head of the stretcher lowered to the bumper of the ambulance. No injuries to the patient or the paramedics were reported.

Manufacturer narrative:
A visual and functional evaluation was conducted on the device by ferno's authorized field service representative. The reported complaint was confirmed and the part was repaired according to current specifications. There were other observed worm parts and the customer authorized repair of thos items as well as a preventative maintenance of the device. There were no injuries associated with this incident. The cot was 10 yrs old at the time of incident and historical review of the serial number reveal no prior related complaints nor any prior service records.